Event description:
Reporter states that a patient was tested twice around 11:09 am with an inform system and they got a message on the device, which may have been an error 83. This error shows, "error: extremely low blood glucose sample below the meter's reading range or a bad strip. Repeat test or follow your facility's policy". Reporter states that the doctor ordered for the patient to be started on d50 IV treatment at 11:15 am. Reporter stated that they drew blood for a lab test after this and it came back at 12:25 pm as 1306 mg/dl. Reporter states that the patient was then placed on an insulin drip. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 494 mg/dl at the time of the event. The customer stated that he has cyclical vomiting syndrome, which sometimes causes his blood glucose to go high. Nothing further was reported.